Event description:
Customer reported that patient detected fluid dripping from pump and alerted the nurse who found that the IV set was leaking from the proximal end of the pumping segment. No patient injury occurred. No further event or patient information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.